Manufacturer narrative:
The customer reported event of 'autopulse platform system (sn (B)(4) displayed ua45 (not at "home" position after power-on/restart)' was confirmed during functional test and per review of the archive data. The investigation findings revealed that the root cause was due to the driveshaft not to be at home position in which likely attributed to user error during visual inspection, the encoder drive shaft did not rotate smoothly, it exhibited binding and resistance, unrelated to the reported complaint. There was no other physical damage observed on the returned autopulse platform system. Functional test could not be performed due to autopulse platform displayed 'ua45 (not at "home" position after power-on/restart)' error message upon powering up the device. Per review of the review of the archive data, user advisory (ua) 45 error message was noted multiple times on the reported event date of 7/11/2019, confirming the customer's complaint. The encoder drive shaft was not within the normally acceptable range when the autopulse platform was powered on. Performed rotating the driveshaft to the home position using the administrative menu. This action will move the driveshaft to its home position. Per the autopulse platform system user guide instruction, the operator would need to pull up the lifeband until the chest bands are fully extended to clear (ua) 45. The user advisory would persist until the driveshaft is returned to its home position. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with sn (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that during set up on tested arrival, the autopulse platform system (sn (B)(4)) displayed ua45 (not at "home" position after power-on/restart). No patient involved.